Manufacturer narrative:
Additional manufacturer narrative valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. The device was not returned for evaluation, as it is unavailable to be returned per follow-up. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via implant patient registry that a 27mm pericardial aortic valve was explanted and replaced with a 27mm valve after an implant duration of 2 years, 8 months due to significant perivavular leak and mild rocking motion. Per medical records, the previously implanted aortic valve was well seated with the exception of two areas. One area was at the commissure between the right and noncoronary cusps, and the second area was at the commissure between the left coronary and noncoronary cusps. These leaks were in locations, which could not be adequately treated with direct suturing. The old aortic valve was excised with some difficulty. The replacement valve seated well without evidence of a paravalvular leak. Tee demonstrated the new aortic prosthesis to be well seated without a paravalvular leak and with a mean transvalvular gradient of 6 mmhg. He tolerated the procedure and was taken to the open heart recovery room in a hemodynamically stable condition. Patient was discharged home in stable condition on pod #5. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.

Manufacturer narrative:
H10: additional narratives . Updated d4 per new information received.